Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer observed that the mega needle driver instrument had a loose screw. The screw was protruded, and the mega needle driver instrument was stuck in the cannula during guided tool change. There was no report of any fragments falling inside the patient. The customer replaced the mega needle driver instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a dislodged clevis pin on the distal end. Failure analysis found the primary failure of the dislodged clevis pin to be related to the customer reported complaint. Images of the mega needle driver instrument related to this event were received and reviewed. The provided images were consistent with the allegation of a loose screw/pin.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. No instrument collision was observed during the procedure. The issue did not result in increasing port size incision. No fragments fell inside the patient during the procedure. It was confirmed that there was no patient harm, injury or adverse outcome. Additionally, the mega needle driver instrument has been evaluated by an isi failure analysis engineer (fae). The initial findings were confirmed. The proximal clevis pin was found to be dislodged. There were additional findings that were not related to the primary failure. It was observed that two of the distal idler pulleys were missing as a result of there being no clevis pin to hold it. The distal pulleys were not returned with the instrument. The clevis pin was removed to inspect the other side of the pin, and it was observed that the clevis pin was broken. The broken piece of the clevis pin was also not returned with the instrument.